Event description:
Patient reported "rupture." Healthcare professional later reported deflation, "hole non-specific," and "particles in valve." This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage. ¿ particles in valve: observed. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture." Healthcare professional later reported deflation, "hole non-specific," and "particles in valve." This record is for the right side. Device was explanted and replaced.